Event description:
Additional information received reported that in regards to the results of the pump interrogation, the patient went to the physician¿s office on (B)(6) 2021. The patient wanted the pump explanted so the physician stated there was no need to troubleshoot the pump. It was unknown if the overdose was confirmed, or if there was information to reasonably suggest the pump medication was being delivered unintentionally in a matter greater than prescribed. It was unknown if the surgery has been scheduled as they have not notified the reporter of a pump explant and it was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2021 during normal use. The patient had a fall on (B)(6) 2021 or (B)(6) 2021. Since then, she felt like she was being overdosed. The patient had nausea, dry mouth, hiccups, throwing up, and could not remember anything. The pump seemed to be moving behind the belly button as well. The pump would be interrogated tomorrow ((B)(6) 2021) at 10 am at the doctor¿s office. The patient was at the doctor¿s office today to discuss having the pump removed. The doctor contacted the rep to schedule with the patient to check the pump. Actions/interventions included the office took images and the catheter appeared to be in the intrathecal space and looked to be connected to the pump. The issue was not resolved at the time of this event and the patient¿s status was ¿alive- no injury¿. It was noted surgical intervention was planned, but unknown if it had been scheduled. The rep would follow-up for more information. The patient¿s medical history was asked and would not be made available.